Manufacturer narrative:
The complainant was unable to provide the device lot number. Therefore, the manufacture and expiration dates are unknown. (B)(4). The device has not been received for analysis; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a flexiva 200 laser fiber was used during a urethrotomy procedure performed on (B)(6) 2018. According to the complainant, during the procedure, it was noted that the laser fiber broke upon laser activation. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available; a supplement report will be submitted.

Manufacturer narrative:
( The complainant was unable to provide the device lot number. Therefore, the manufacture and expiration dates are unknown. Problem code 1069 captures the reportable event of  fiber broke. Investigation results the fiber was returned in one piece broken with a kink. The first piece measured approximately 315.5 cm from the top of the connector and includes the entire distal tip. The condition of the returned device confirmed that the fiber was broken. Review and analysis of all available information indicated that the root cause is manufacturing deficiency. An investigation was completed to address this issue which identified the most probable root cause of the fiber break as handling during the manufacturing process caused by the supplier manufacturer.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a flexiva 200 laser fiber was used during a urethrotomy procedure performed on (B)(6) 2018. According to the complainant, during the procedure, it was noted that the laser fiber broke upon laser activation. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available; a supplement report will be submitted.